Manufacturer narrative:
Sc-8216-70, sn (B)(4): the device analysis confirmed that per visual inspection, the lead was frayed approximately 8 cm from the paddle end of lead. No cables are exposed at the fracture site. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle's bevel is facing down or the angle of the insertion needle is greater than 45 degrees. An angle of more than 45 degrees increases the risk of lead damage. High impedance readings were registered at electrodes # 3, 4, 6, 15 and 16. X-ray inspection found broken cable wires at the bent/kinked location of the lead.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy. The patient's lead displayed high impedances. The returned lead was analyzed and confirmed that the lead was fractured.